Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failure. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition pcba was tested and no failures were identified.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failure. The customer reported the unit was not in use on patient.